Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a hcp confirmed that the patient had revision surgery on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was originally placed too high and it would rub against the patient's clothes. The patient stated the new placement was lower. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was replaced because it was located in a bad place and was uncomfortable. The patient wanted to try a new ins and said the replacement had nothing to do with battery performance. No further complications were reported.